Event description:
Preoperative diagnoses: dyspareunia and pelvic pain after previous synthetic mesh midurethral sling placement, abnormal uterine bleeding after previous endometrial ablation. Postoperative diagnoses: same. Procedure: examination under anesthesia, vaginal hysterectomy, bilateral salpingectomy, removal of right ovarian lesion, transvaginal removal of synthetic mesh midurethral sling, cystourethroscopy.